Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that a patient underwent cataract surgery with a toric lens implant and had an unexpected postoperative outcome. The patient had residual astigmatism that was "disturbing." There were no halos or any duplications. The patient's vision was corrected with glasses, but the patient noticed less vision than before surgery. Additional information has been requested but not received to date.